Event description:
After treatment with cosmoplast the pt observed a round red patch at the initial site of both sides of the treatment areas. The physician prescribed a topical steroid. Follow up findings; additional symptoms diagnosed by the physician as a hypersensitivity reaction and oral adoxa was prescribed. This is the same event and the same pt reported under MDR ID # 2939859-2004-00393.